Event description:
It was reported that during a 6 month follow up session broken bilateral screws in l5 was noticed.

Manufacturer narrative:
Method results: device was not returned. Inspections could not be performed. Conclusion: the device was not returned, thus various inspections cannot be performed in root cause analysis, without the device, the root cause of the customer reported event could not be determined conclusively.

Event description:
It was reported that during a 6 month follow up session broken bilateral screws in l5 was noticed.